Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high, out of range shock impedances. The patient was brought in for a lead revision procedure. An x-ray showed that the lead was stretched at the proximal coil. The lead was reprogrammed, leaving the proximal coil out of the configuration. The next day high, out of range shock impedances were observed again. An additional lead revision procedure was performed at which time, the lead was capped. Another rv lead was implanted. There were no additional adverse patient effects reported.